Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. (Calculated from when the device was issued to the patient.) The device was not returned for evaluation as it remains in use. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. On (B)(6) 2018, during the investigator¿s review of the log file for an unrelated event, it was observed that on (B)(6) 2017, a brief event occurred where the mobile power unit lost power. The lvad clinician reported that they are not sure what happened during that time. The patient often stated that ¿the cord came unplugged." It was also reported that the patient was asymptomatic at the time of the event.

Manufacturer narrative:
The reported event of a no external power alarm was confirmed based on the information recorded in the system controller log file provided by the customer. The left ventricular assist system (lvas) support was not affected and the system was supported by the backup battery during the events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.